Event description:
It was reported a patient had syncope and was defibrillated by an emergency physician. There were increased pacing thresholds, up to 7.5 volts, resulting in battery depletion. The device was explanted. No further patient complications have been reported as a result of this event.